Event description:
While performing a total knee arthroscopy (tka), the saw blades seemed to bind up while running through the four in one cutting block, causing scratches on the blade and metal shavings to be produced. The blade was immediately removed and a second blade was opened with the same result. Both blades were sequestered and sent to risk management for reporting. The case was continued using a different manufacturer's blade. There were no issues encountered with the different blade.